Event description:
The customer reported there was a charge button failure message on the screen and the indicator bar on the pad handle that should go from an "x" to a check mark does not do that. The customer replaced the pad handle but it did not resolve the issue. There was no report of patient involvement.